Event description:
It was reported that during a photoselective vaporization of the prostate (pvp) procedure the first fiber overheated, a second fiber was used and almost immediately it also overheated. Procedure was cancelled due to this event. The patient was sedated with local anesthesia. There were no patient complications. This event is being reported for a cancelled/aborted procedure with patient under local anesthesia.

Event description:
It was reported that during a photoselective vaporization of the prostate (pvp) procedure the first fiber overheated, a second fiber was used and almost immediately it also overheated. Procedure was cancelled due to this event. The patient was sedated with local anesthesia. There were no patient complications. This event is being reported for a cancelled/aborted procedure with patient under local anesthesia.